Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, an attempt was made to pull the mapping catheter out of the of the left atrium to ablate the right superior pulmonary vein (rspv), but the mapping catheter got caught in the balloon catheter. Fluoroscopic imaging confirmed that the mapping catheter seemed to be interfering with tissue. The mapping catheter was successfully removed from the left atrium by rotating the catheter clock wise and counter clock wise. After the mapping catheter and balloon catheter were removed from the patient, it was noted that the mapping catheter tip was twisted and a blood clot was exhibited. The mapping catheter and balloon catheter were replaced. The case was completed with cryo. It was confirmed that there was no issue with the patient¿s condition upon completion of the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon second review the event was not an adverse event. As incoming information indicated that the physician rotated the catheters and twisted the mapping catheter for removal. There was no injury to the patient¿s tissue and the blood clot was not observed in the patient. The blood clot was only observed in the catheters after removal from the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.